Event description:
It was reported that this pacemaker was unable to performed thresholds test successfully due to fusion present. Atrial rate went down to 50s. Loss of capture was noted on the right atrial (ra) lead. The device remains in service. No adverse patient effects were reported.